Event description:
It was reported that the pt received inappropriate therapy, and a fracture of the pace/sense portion of the lead was revealed on x-ray. The lead was explanted. No further pt complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All info provided is included in this report. Pt info is not generally available due to confidentiality concerns. Analysis summary: distal conductor fractured; distal segment returned and analyzed. The lead was implanted with a bend in the lead at the fracture site.